Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit screen blacked out. The issue occurred during preparation for use in an unspecified procedure. There was no delay, and the procedure was completed using a similar device. There were no reports of patient harm.

Event description:
Patient was not under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) year since the subject device was manufactured. A definitive root cause was not identified. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. Olympus will continue to monitor field performance for this device.